Event description:
It was reported that the unspecified bd¿ infusion set was damaged. The following information was provided by the initial reporter: "the IV tubing catalog number and original product that failed not provided. This occurred in the cvrr with anesthesia team on 10/18."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.